Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Unit is slow to cool down. Replaced mixing pump motor and head. Preventive maintenance was performed on the device. Preventively replaced circulation pump head and heater. Arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature). Expected 6 actual 33. It was determined that the device had an issue with the chiller circuit, chiller temperature (t4) was 27.7. Chiller tank full of water.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature). Expected 6 actual 33. It was determined that the device had an issue with the chiller circuit, chiller temperature (t4) was 27.7. Chiller tank full of water.